Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for insulin pump error. Customer¿s blood glucose was unknown. Customer advise the pump malfunctioned last night the pump keeps beeping, delivery has stopped. Customer states they are not able to rewind the pump. Advise the insulin pump requires replacement and to discontinue use of the pump. Advise to revert to backup plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with pump error 38 alarm during rewinding due to corroded motor home switch. Unable to verify pump error 43 due to pump error 38 alarm.